Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12, with the fault ID available and resettable instructions provided by technical support. It is unknown whether there was an impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the same malfunction code recurred, prompting the decision to replace the pump. The customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted, and they were instructed on how to store and return the pump with acknowledgment of the instructions.